Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not think the insulin pump was delivering properly. The customer reported that she tested the delivery and only saw a few drops of insulin exit the tubing, although she programmed two units. Blood glucose level at the time of the incident was 245 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was advised to monitor the device and would call back if any issues arose. The device will not be replaced and it will not be returned for analysis.